Manufacturer narrative:
Product analysis (B)(4) equipment used: vis (m-78210) as found condition: the solitaire fr pusher was returned for analysis within a shipping box, a plastic bio-pouch, an opened solitaire fr inner pouch (b465248), and a dispenser coil damage location details: the stent was found not attached to the pusher. The stent was not returned. The pusher inner core wire was found to have separated at the buffer coil weld within the shrink tubing. The pusher shrink tubing was found damaged (separated). Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿ report was confirmed as the pusher inner core wire was found to have separated. Possible causes of ¿pushwire break/separation¿ include patient stenosis, vessel tortuosity, pre-existing stent, number of passes made with device, or a new microcatheter was not used with each solitaire. Possible causes of device separation can occur due to vessel tortuosity, delivery and retrieval friction, higher number of device passes, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. However, the cause for the device separation could not be determined due to insufficient information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the solitaire was withdrawn, the push rod was broken. No resistance occurred and the pushwire was not torqued during the procedure. All of the broken segments of the pushwire were removed from the patient by using another stent to remove the broken pieces. The solitaire and any accessories were prepared as indicated in the instructions for use (IFU).